Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator was inoperative. Although requested it is unknown if a patient was connected to the ventilator at the time of the event. The service engineer inspected the device and found an error code indicating a bad bd (breath delivery) supply. The service engineer reseated the analog interface printed circuit board, ran all calibrations, testing and the ventilator is in good working condition.